Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 46 mg/dl. The customer was not treated for low blood glucose. Customer stated that the auto mode feature was not active at time of low blood glucose event. The customer had sensor glucose vs blood glucose. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.